Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n179012002, implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 2500 mcg/ml; 968.9 mcg/ day, bupivacaine 10 mg/ml; 3.876 mg/day and clonidine 400 mcg/ml; 155.02 mcg/day via an implantable pump. Indication for use was non-malignant pain. Medical history was heavy smoker; 2 packs per day and history of cancer. The date of the event was (B)(6) 2017. It was reported a computed tomography (CT) scan was done on (B)(6) 2017. Following the scan the patient experienced symptoms of withdrawal. The pump logs were read. Labs were ordered. The provider may order magnetic resonance imaging (MRI) to check for a granuloma. The patient status was alive - with injury noted as withdrawal symptoms, increased pain, nausea and vomiting. Additional information received on (B)(6) 2017 reported it was confirmed the patient had an inflammatory mass (im). The issue was not resolved. Surgical intervention did not occur and it was unknown if it was planned. The patient will have a neurosurgery consult. No further complications were reported.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The patient's intrathecal therapy was being decreased and the provider was managing with oral medication. The patient was experiencing withdrawal symptoms despite replacing with oral medication. At this time, the provider doesn't plan to repeat the MRI for 3 months to recheck the im.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating the patient had a catheter revision on (B)(6) 2017 and that the catheter was replaced. On (B)(6) 2017 they filled the pump with preservative free normal saline and programmed the pump to minimum rate. When the pump was interrogated on (B)(6) 2017 she was the pump delivered 0.1 ml so when the pump was not hooked to anything, she programmed the pump to deliver a priming bolus of 0.2 ml to ensure that the pump was clear of any drug. They caught the drug from the priming bolus in a ray tech (surgical gauze). The surgeon decided to leave the pump with the saline and leave it running at minimum rate. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.